Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-jan-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving gablofen (2,000 mcg/ml, 275 mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. During a surgical procedure to replace the patient's pump for normal estimated replacement indicator (eri), the catheter could not be aspirated. The patient reported no symptoms or change in therapy pre-op. The managing physician said there were no abnormal reservoir volumes at refills. During the procedure, the hcp tried to aspirate the catheter by pulling back through the catheter access port (cap). The catheter was cut beyond the collet. The issue was resolved at the time of this report. The patient's status was alive - no injury.